Manufacturer narrative:
Samples have been requested but not received for evaluation. Should samples become available, a follow up report will be filed. Review of the complaint history indicates similar issues have been reported on this product line.

Event description:
Customer reported a fluid leak at the male luer lock adaptor. The customer indicates it seems like the tubing is not well sealed to the luer lock piece. The problem did occur during use, however, there was no patient injury and no medical intervention was required.